Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿omission of operation". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: b, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter had no eyelet and iodine leaked out dried up missing. Per customer follow up information received on 17may2024, it was reported that once they opened the kit, it contained a catheter without an eyelet. The area where the eyelet was supposed to be was just smooth. It was also reported that the corner was missing off the swabs which caused the betadine to leak out into the kit. The solution did not spill onto anything, but it was dried up inside of the kit. Customer discarded the kit and used another one.

Event description:
It was reported that the intermittent catheter had no eyelet and iodine leaked out dried up missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.